Event description:
Device 1 of 2, mfg report reference: 3006705815-2019-01142. Follow up information received regarding patient information.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2, mfg reference report: 3006705815-2019-01142. It was reported that the patient experienced ineffective stimulation. The patient underwent surgical intervention and had the system explanted.